Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. A section near the proximal end of the endotracheal tube was wrapped with gauze and black suture. The balloon was filled with 5 cc's of water and the water immediately exited the balloon near the proximal collar. The balloon material was viewed under magnification and there was jagged slit on the balloon material. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6), stating the endotracheal tube was inserted in the patient and the cuff started leaking. The cuff pressure on the device was not maintained. The patient was extubated and reintubated. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.